Event description:
It was reported that a bd insyte¿ autoguard¿ shielded IV catheter did nothing when the safety button was pushed. The report is as follows, "I spoke to materials management as well as the infusion unit. Chief complaint is that nothing happens when the safety button is pushed. In other words, the needle isn't retracting and the customer says the button feels stuck."

Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be performed because units were not received for investigation of this incident. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte autoguard shielded IV catheter did nothing when the safety button was pushed. The report is as follows, "I spoke to materials management as well as the infusion unit. Chief complaint is that nothing happens when the safety button is pushed. In other words, the needle isn't retracting and the customer says the button feels stuck."